Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to the observed polyethylene wear. The damage to two of the locking tabs on the liner cannot be confirmed to have occurred in-vivo or during device removal. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): element stem c'less w/ha - 164-02-16 - 2069504. Novation crown cup no-hole. - 180-00-60 - 2537797. Ball-head ceramic biolox delta - 181.02.36 - 1202.4271.217a.

Event description:
As reported, approximately 8 years post op initial right tha, this male patient was revised due to a fracture on the outer rim of the gxl liner, internal damage and loss of locking tabs. Liner and ceramic head were removed. The cup was kept on and cemented in a dual mobility from competitors device. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Photo not returning - discarded at the hospital.